Event description:
It was reported, the patient felt nothing/no stimulation sensation at 9 volts and was usually at 5 volts. The patient went to turn up the unit, but it was not turning up. The patient tried each of the groups and finally group b the patient was feeling something at 5.10 volts. The patient has run group d since implant and didn¿t feel anything. The issue was resolved through education about the patient programmer.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 3708260, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3998, lot# lb0223, implanted: 2002 (B)(6) ; product type lead. (B)(4) .

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. The patient received assistance from the physician or manufacturer representative (rep) and her concerns were resolved at appointments on (B)(6) 2014.